Event description:
Reporter indicated that a vns patient will undergo explantation of his vns therapy system due to feeling the lead when he turns his head. X-rays were reviewed by the manufacturer and the strain relief bend did not appear to be adequate per labeling specifications.